Event description:
The customer reported that the unit failed to power up via ac or battery power.

Manufacturer narrative:
A follow-up report will be submitted, after the device has been received by philips for eval.